Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the calcified superficial femoral artery. A 7.0 mm x 100 mm, 135 cm ranger balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the second inflation. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.